Event description:
While attempting to deploy stent, the stent came off of the deployment balloon and lodged in the right coronary artery. Cardiologist was able to remove the stent from the patient with a snare. Patient discharged home 2 days later. Manufacturer response for promus premier over-the-wire stent, promus premier over-the-wire stent (per site reporter): manufacturer rep stated that they had not had issues with the device. Maude indicated 1 incident in (B)(6) of the prior year.